Event description:
Reports getting higher readings than expected. Testing with another meter. Analysis run on clark error grid using competitive reading (78) vs bd readings (506) yielded data points in the c rangte of the grid, outside acceiptable limits.